Event description:
Caller reported a malfunction on the pump, specifically a malfunction alarm displayed on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer sought software support as part of the corrective actions taken.